Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic for a routine follow-up. Loss of capture and sensing issue due to macro dislodgement were revealed. The physician elected to explant and replace the lead. The patient was stable before, during and after the procedure.